Manufacturer narrative:
The unit was returned to the service center for evaluation. The customer¿s complaint of the ¿ sdi input did not function¿ was confirmed due to a faulty printed circuit board. The unit passed all other functional test and no other abnormalities were noted.

Event description:
The service center was informed that the setup the sdi input on the monitor did not function. There was no patient involvement reported.